Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No unexpected a33 alarm anomalies noted. The insulin pump was programmed with correct time, date and was monitored for several days, several boluses were programmed and delivered properly all programmed bolus and were properly recorded at the bolus and daily totals history file. The insulin pump was able to download to carelink and the report shows all bolus programmed and delivered. No bolus or bolus history anomalies were noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor. The customer stated they were changing reservoir when pump alarmed. The customer's blood glucose was unknown. The customer was advised to discontinue use of the pump and revert to back up plan. The customer checked history and had a no delivery alarm, but alarm was due to customer running out of insulin.